Event description:
The patient reported experiencing elevated blood glucose measuring "hi" on the blood glucose monitor during the end of (B) (6)/beginning of (B) (6) 2009. He disconnected from the infusion device and injected insulin via pen and he went to the emergency room. He remained in the emergency room from 11:00pm-5:00am the following morning. He was diagnosed with ketoacidosis. He reconnected to the infusion device and that evening his blood glucose began to elevate and measured "hi" on his blood glucose monitor. He disconnected from the infusion device and injected insulin via pen. The patient's normal blood glucose range is 5-6 mmol/l (90-108 mg/dl). The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.